Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an achilles tendon fulcrum reconstruction surgery, the tip of the footprint ultra anchor broke. All the broken pieces were removed from the patient using clamps. The procedure was completed using a smith and nephew back up device in an additionally drilled bone hole. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device and anchors were returned with no suture material. The distal anchor is fractured into several pieces. The proximal anchor is partially deployed and fractured. The actuation bar of the insertion device is pushed back into the outer shaft of the insertion device. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states that all documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the visual inspection, the cause of the reported breakage was due to a procedural variance versus user error. The impact to the patient was the additional bone hole and the surgical delay of less than 30 minutes. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.